Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6). Investigation results: media review: two images returned attached to the complaint information, one image of the devices outer carton and the other image of the device hub and a section of the shaft. These images do not confirm the reported allegation. Device analysis findings: synergy shield mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed no issues in the hypotube shaft profile. Stretching in the shaft polymer extrusion was identified. No stent returned for analysis. A microscopic examination of the balloon noted that it appeared to have been subjected to positive pressure and there was evidence of crimped stent markings on the balloon material. The balloon was pulled distally and as a result, bunched near the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the stretching in the shaft polymer extrusion noted that the stretching began 27cm from the distal tip for a length of 10cm. The distal tip showed no signs of damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The complaint reported that during device preparation, outside the patient, the stent could not cross the lesion (mild tortuosity, mild calcification and 80% stenosis). This device returned for analysis without a stent and a microscopic examination of the balloon noted that the balloon appeared to have been subjected to positive pressure with evidence of crimped stent markings on the balloon material, also noting that the balloon was pulled distally and bunched near the distal tip. Based on the event, the fact that lesion/vessel details were provided and the returned condition of the device, it is clear that the device did enter the patient therefore the statement of device preparation, outside the patient was most likely selected in error. The device most likely failed to cross the lesion site as anatomical factors (mild tortuosity, mild calcification and 80% stenosis) were met which resulted in the reported event occurring and the stent and balloon became damaged/detached as a result. It is not possible to test the device for navigation through patient anatomy, therefore the complaint event cannot be recreated or confirmed. The unreported stretching in the shaft polymer extrusion is indicative of excessive force being applied to the delivery system however, at which stage of the procedure it occurred (as the device was being removed from the patient after failed attempts to cross the lesion/during potential removal of the guidewire post procedure) cannot be established.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24mm synergy shield drug-eluting stent was advanced for treatment, but it could not cross the lesion. However, it was confirmed that the stent was dislodged when attempting to cross the lesion. The procedure was completed with another of same device. There were no patient complications. Patient was stable.